Event description:
During knee arthroscopy, the physician placed an epidural catheter in the pt. Due to the pt's size, the dr encountered some difficulties in finding the epidural space, but the procedure was otherwise uneventful. Several days later, the pt developed an epidural abscess which required surgical debridement. The pt was given longterm antibiotics and released. The pt suffered no adverse effects as a result of this occurrence.